Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported to have injected a patient with 4 syringes of juvéderm® voluma® xc in the cheeks and 1 syringe of juvéderm ultra plus¿ xc in the nasolabial folds. Two weeks later, the patient received an additional syringe of juvéderm® voluma® xc in the cheeks. On the following day, the patient experienced "massive swelling," "a lot of puffiness around the eyes," and the product "migrated into lower eye lid." The doctor confirmed the patient's adverse events are due to the juvéderm® voluma® xc injections and not the juvéderm ultra plus¿ xc. A few weeks after the date of onset, the physician treated the patient with vitrase® on the lower eye lid. The patient continued to have ongoing swelling and has seen other physicians for more vitrase® treatments. The symptoms have not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00286 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® voluma® xc.